Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. The stent is damaged with stent struts lifted and stretched. The stent has moved distally on the balloon such that the proximal end of the stent was 17mm distal of the distal edge of the proximal marker band and the distal end of the stent was distal of the device tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the balloon wall exposed by the movement of the stent indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found the tip was damaged. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed with a 3.5x12mm maverick balloon catheter, a 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the proximal rca due to the calcification and the stent strut was damaged. The procedure was completed with a 4.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation was performed with a 3.5x12mm maverick balloon catheter, a 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the proximal rca due to the calcification and the stent strut was damaged. The procedure was completed with a 4.00 x 20 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.